Manufacturer narrative:
Submit date: (B)(4) 2010. In (B)(4) 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional info about this complaint.

Event description:
It was reported to covidien on (B)(6) 2008 that a customer had an issue with a catheter, continuous flow. The customer reports the physician ran the trellis for 10 minutes from iliac 30cm down to femoral vein. At the end, we noticed the proximal balloon had popped with no incident to pt.